Manufacturer narrative:
Failure analysis confirmed the insulin pump received with button error alarm due to corroded keypad traces. There was moisture damage on the electronic and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 115 mg/dl. The customer stated the insulin pump was exposed to moisture; water and perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.